Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
A device report from synthes (B)(4) provides information from a facility in (B)(6) regarding: guide unable to be removed; broke. Uso loan set sent to hospital with 45 degree osteotomy guide attached to 5mm resection guide. Guide unable to be removed by nurse. Surgeon managed to remove it but broke threaded end which locks it onto the resection guide. Consequently, the 45 degree guide was unable to be attached to 3mm resection guide, which was the desired option. The surgeon attempted a makeshift attachment of the 45 degree osteotomy guide to the 3mm resection guide. The subsequent cut was less than desirable and resulted in an unstable osteotomy. The uso system was abandoned and a 3.5 lc plate was used to fix the ulna. Involved article 1x 03.111.904 5mm drill template. This is report number 2 of 2 for complaint (B)(4).